Event description:
It was reported that the patient was implanted with 2.4mm va-lcp 2 column distal radius plate and screw construct on an unknown date, approximately six months ago, (B)(6) 2013, in (B)(6). A post-operative CT scan taken on an unspecified date, revealed screws were in the patients joint. The patient consented for removal of hardware of the screws. The patient was returned to the or on (B)(6) 2013 for removal of screws. The surgeon removed five 2.4mm locking screws. The remaining intact construct, plate and four screws, were left in the patient to complete the healing process of the patients left distal radius. The implants were removed without complication. This is report 1 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Implant on unknown date in (B)(6) 2013. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.